Event description:
The account alleged, the fuse block has signs of a short and is discolored. No injuries reported. The account does not know the cause of the short.

Manufacturer narrative:
Repairs have not been completed.